Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported the unit failed with an 1012 diagnostic code. No patient/user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24/aug/2018. Date received by manufacturer: 25/jul/2018. Field service engineer (fse) was able to replicate the reported problem. During testing the exhalation sensor failed the airflow tests at 100 lpm. Fse replaced the exhalation sensor and retested the unit. After the exhalation sensor was replaced, the airflow sensor was exceeding the upper range of the airflow test at 165 lpm. Fse replaced the airflow sensor. Fse tested the unit and the airflow and exhalation flow sensors passed the airflow tests. The parts were returned for evaluation. The 2 parts returned were tested but no failure could be identified. No faults were generated during approximately 16 hours of operation. The parts performed as designed during testing. Unable to determine the cause of the event.